Event description:
It was reported that during implant, the device connection screw got stuck. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed there were no anomalies found. One setscrew was found to be obstructing the bore upon receipt.